Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed displacement test and self test. However, insulin pump received with unexpected battery power loss and had high sleep and active currents due to moisture damage at pcb 1. After swapping pcb 1 with a test board, active and sleep current measurements passed. The following were noted during visual inspection: scratched case and cracked keypad overlay. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.